Event description:
The customer originally returned her evis exera iii gastrointestinal videoscope due to an unspecified issue noted with the sheath. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation it was discovered that the subject device had undergone insufficient reprocessing. This report is being submitted to capture the insufficient reprocessing noted during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was not confirmed, no issues were noted with the sheath. However, the device did fail the scope leak test due to a leak in the instrument channel. The distal end adhesive was cracked. The control knob movement had low tension, and the angulation was also low. The plastic cover had cosmetic wear, the lens adhesive was worn out and the nozzle would not dry within the specified timeframe. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Upon evaluation of the device, no foreign material was found to indicate insufficient reprocessing. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.